Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of right atrial (ra) lead, atrial under sensing on the atrial channel observed. The ra lead remains in use. No patient complications have been reported as a result of this event.